Event description:
Around the end of august through october I had a chronic cough while on the resmed machine that I was using for my sleep apnea. The cough eventually subsided - I was not aware of it - my partner pointed it out while I was sleeping. Since I have used a sleep machine for years prior to this it was a new symptom for me.